Event description:
The customer reported that the insulin pump alarmed motor during a bolus. Troubleshooting was performed. The customer stated that the insulin pump was exposed to a magnetic force while having an MRI. The customer also stated that the insulin pump reset itself. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase. Also, an error and motor alarm occurred during the rewind process.